Event description:
It was reported that the left ventricular lead had high, out-of-range pacing impedance of greater than 3000 ohms and high thresholds. Boston scientific technical services was asked to evaluate the data and potential causes were discussed. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular lead had high, out-of-range pacing impedance of greater than 3000 ohms and high thresholds. Boston scientific technical services was asked to evaluate the data and potential causes were discussed. The device and leads remain in service. No adverse patient effects were reported. Further engineering investigation was conducted of the device diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the high, out-of-range pacing impedance of greater than 3000 ohms and high thresholds and not an intermittent high impedance condition associated with the device spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the lv lead and not the device, this event is no longer deemed to be a reportable incident.

Event description:
It was reported that the left ventricular lead had high, out-of-range pacing impedance of greater than 3000 ohms and high thresholds. Boston scientific technical services was asked to evaluate the data and potential causes were discussed. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.